Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was defective, causing the loss of power alarm not to function, which confirmed the original complaint issue.

Event description:
The dealer stated the loss of power alarm is not working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the loss of power alarm is not working.